Event description:
A peritoneal dialysis (pd) patient reported during drain 2 of 4 the cycler alarmed with an "air detected in cassette" message. The patient tried to clear the message without success. The patient attempted to re-setup the cycler when he noticed that the tubing set had a leak and he called technical support. The patient was advised to discontinue using the cycler and to follow-up with his peritoneal dialysis nurse. The patient visited the nurse the following morning. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.